Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. During a system check was performed with tandem technical support (tts), the customer reported reusing insulin and using supplies longer than the recommended time period. Tts informed customer that insulin reuse and using supplies too long is off label per the tandem user guide. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.